Manufacturer narrative:
Section a5: ethnicity: unknown, information was requested but not provided. Section b3: date of event: unknown/not provided, but the best estimate date is (B)(6) 2024 as customer indicated. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the information was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported a planned explant of an intraocular lens (iol) from a patient's left eye. The reason for explant was not specified. Through follow ups, it was learned that the lens was explanted as scheduled on (B)(6) 2025 due to blurred vision at all distances, even with correction. It was confirmed that the patient had debilitating condition, more difficulty driving. Reportedly, the patient had pre-existing issue of dry eye disease. The replacement iol was of a different model and lower diopter (drn00v, 23.0d). No surgical interventions were required and no medication outside the standard of care was prescribed to the patient. The patient is doing well post-op and no injury was reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on apr 18, 2025 section h3. Device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device reveal that the lens was inside a specimen cup, cut in half and coated in viscoelastic residue. The lens was cleaned and inspected and no issues that could cause or contribute to the complaint issues were observed. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the product evaluation, the complaint issues could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.